Event description:
It was reported that the device was showing all icons (attention, charge pak, wrench) and would not power on. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). The device was returned and evaluated at physio-control's failure analysis center. It was observed that the device would not power on due to failure of the digital pcb assembly. The root cause of malfunction was determined to be the uf ic chip, leg 7, affecting the u31 ic chip output and also depleting the internal hlc battery. Customer received a replacement device.